Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Additional information: reason for mesh implantation: mixed incontinence, rectocele, cystocele, uterine prolapse, menometrorrhagia, and pelvic pain. Procedure (s) performed: laparoscopic-assisted vaginal hysterectomy and bilateral salpingo-oophorectomy, anterior and posterior with enterocele repair using mesh, transobturator tape, vaginal atrophy. Additional implant surgery: in 2009 patient underwent laparoscopic robotic sacrocolpopexy, vaginal-paravaginal repair with prolene mesh, posterior colporrhaphy with prolene mesh augmentation, cystourethroscopy for recurrent vaginal vault prolapse, recurrent enterocele, recurrent cystocele and recurrent rectocele under general anesthesia. First mesh revision surgery: in 2015 patient underwent excision of eroded vaginal mesh, site-specific rectocele repair, debridement of vaginal sinus tract for vaginal mesh graft erosion, dyspareunia, pelvic pain, history of hysterectomy under general endotracheal anesthesia. Following the mesh revision surgery, developed complications that required additional surgery. Complications include dysuria, urge incontinence, right hip pain, bladder trabeculation. Second mesh revision surgery: in (B)(6) 2016 patient underwent sling revision with removal of vaginal part of the transobturator sling, urethral cystoscopy and urethrocele repair for hip pain primarily on the right side with a history of a prior transobturator sling placement, decreased range of motion, urge urinary incontinence with dysuria in bladder trabeculation under general via general endotracheal tube anesthesia.